Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: lot manufactured between october 08, 2019 to october 10, 2019. H10: two (2) devices were received for evaluation. Visual and magnified inspection did not identify any abnormalities that could have contributed to the reported condition; no white foreign matter was observed in the fluid path. The fill port caps were also removed from both samples and no damage or white foreign material was observed with both connector/caps. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2020 to (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had white foreign material in the fluid path. This was identified before use. There was no patient involvement. No additional information is available.